Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 3005334138-2019-00078, 3008452825-2019-00067, 3005334138-2019-00079, 3005334138-2019-00080. During a pulmonary vein isolation ablation procedure a pericardial effusion occurred. Just after transseptal access was obtained and during left atrial geometry reconstruction, the patient became hypotensive. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.